Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The technical service representative (tsr) explained the alarm and had the care giver (cg) close all of the clamps then cycle the power to clear the alarm. The tsr advised the hp to discard the supplies and finish with a manual. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated that she did not have any clamps left open on any unused supply lines. The hp stated that she did not notice anything wrong with the supplies. The hp stated that she has been doing fine and no patient injury occurred and medical intervention was not necessary.